Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. A1: patient initial was unavailable. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a l3-l5 posterior fusion procedure. Registration was completed with no issues. The surgeon started at right l3 and successfully placed the k-wire. The surgeon moved to right l4. When starting to place the k-wire, the surgeon believed they were not intersecting with bone. Registration was checked and seemed to be fine. The surgeon decided to abort the use of the guidance system. A c-arm was brought in to check placement and the right l3 k-wire was 5 mm lateral. The surgeon was repositioned the right l3 k-wire and completed the procedure. The surgical arm passed an advanced accuracy test after the procedure. There was no patient harm and the procedure was delayed less than an hour. Additional information was received stating that the manufacturer representative and surgeon both agreed that the missed trajectories were more than likely a result of skives at both levels. The planned trajectories were noted to have potential for skives beforehand and the surgeon feels that he probably induced it as he was executing the plan.